Event description:
Customer called on (B)(6) 2012 reporting of a brownish colored leak at blood detector (bd) 3 of the beckman coulter coulter lh 750 hematology analyzer when troubleshooting the instrument for hemoglobin (hgb) and mean corpuscular volume (mcv) voteouts. Customer technical support (cts) assisted customer in troubleshooting the instrument and the customer found that the tubing at bd3 was leaking. Cts instructed the customer on how to replace the tubing for bd3 (wire marker 98). The tubing wire marker 98 is the tubing that takes the blood sample from the probe to bd3, the blood detector for the vent line. Customer replaced the tubing for bd3 and did not require a service visit. Service was not dispatched for this event and there have been no recurrences of this event reported as of (B)(6) 2012. Customer was wearing personal protective equipment consisting of a lab coat and gloves at the time of the event and no exposure or injury was reported. Patient results were not affected by the leak and no change to patient treatment was attributed to this event.

Manufacturer narrative:
Evaluation - method: evaluation was done by the customer with the help of customer technical support over the phone. (B)(4).